Event description:
Healthcare professional (hcp) reported patient was injected 0.3 ml in ck1, 0.7 ml in ck4 and 0.5 ml of ck3 dmc with juvéderm® voluma¿ and 0.5 ml in ck3 soof with juvéderm® volift¿. About 3 months later, patient reported after a throat infection, there were swelling on the face. Hcp treated with steroid and colchicine. Symptom has been resolved. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-22476) and (emdr-24903). This emdr is being submitted for the suspect product, juvéderm voluma with lidocaine.

Manufacturer narrative:
Clarification to h6: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "throat infection", deemed not device related is considered an unexpected adverse drug experience.